Event description:
It was reported that the device experienced a watchdog error. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of watchdog error. Technical support: 1. Replace power supply processor board. 2. Replace logic board. 3. Return to factory. A review of the device history record showed the device had a manufacture date of (B)(6) 2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for(B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue. A review of the complaint history record in trackwise and sap was performed for the sn(B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device experienced a watchdog error. There was no patient involvement.